Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. The silicone to silicone bond that occurred over the long 12 year implant time was likely the cause for the lead being stuck in the device header.

Event description:
Boston scientific received information that during this pacemaker change out for normal battery depletion there was a stuck setscrew. The physician tried rotating the wrench at an angle and lubrication, however they ended up drilling and cut back the header to push the pins out. The device was changed to another manufacturer device. No adverse patient effects were reported.